Manufacturer narrative:
(B)(4). Batch # n53u11. The analysis results showed that one gst60t cartridge reload was returned inside its sterile package and with 4 drivers out of position making the reload non-functional. In addition the cartridge pan was noted to be dislodged at right proximal side. Although no conclusion could be reached on what caused the drivers to be out of position, it is possible that the damaged happened during transit. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a bariatric sleeve procedure, the customer noticed before they opened the package that the yellow drivers in the reload had fallen out. Procedure was completed with another device of the same product code. There were no patient consequences reported.